Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Not holding the toothbrush head onto the electric base...toothbrush head stays in mouth and the toothbrush base comes away - oral-b [device breakage] loosely attached - oral-b [device connection issue] case narrative: consumer via e-mail reported that their oral-b toothbrush handle, type 3766 was not holding the oral-b toothbrush head onto the electric base when they brushed their teeth. The oral-b toothbrush head stayed in their mouth and the oral-b toothbrush base came away. No injury was reported. 28-jun-2024 follow up via e-mail: the consumer reported that the oral-b toothbrush head was loosely attached to the oral-b toothbrush. The suspect product lot number was 2bb13412343. No injury was reported.